Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 63-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a high purge pressure alarm when the patient was ambulating. The purge system was de-aired and the cassette was changed, but there was a purge system blocked alarm. Tissue plasminogen activator (tpa) was initiated. Four hours later, the purge system blocked alarm continued and the pump stopped. Multiple troubleshooting steps were performed , but did not resolve the issue. The patient returned to the operating room (or) for a pump exchange. The post-procedure outcome is survived at explant. The impella is being conservatively reported for device replacement due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The device was returned d9 was updated.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause for blood ingress and biomaterial is not determined due to inconclusive failure trend based on log/product analysis and insufficient clinical details. The cause for blood ingress and biomaterial is not determined due to inconclusive failure trend based on log/ product analysis and insufficient clinical details.